Event description:
It is reported patient experienced irritated skin (angry red as described by clinician) exactly on the area where dressing was applied and became very wet again with bleeding from the over granulated tissue. The report indicated that aquacel extra with aquacel foam adhesive on top has been used for three (3) weeks on the skin tear which needed debridement on the lower leg of the nursing home patient. Dressing was changed every 3-4 days. After a week aquacel extra was not needed anymore so aquacel foam only was used. After three (3) weeks in total wound has completely deslough and clear base for granulation was present. When clinician removed the aquacel foam after another four (4) days they realized the skin under the entire dressing was irritated (angry red as described by clinician) exactly on the area where dressing was applied and became very wet again with bleeding from the overgranulated tissue. Lastly, tvn (tissue viability nurse) has advised patient to apply the plain foam dressing (allevyn was applied) which made the wound area look much better now after three (3) days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Third party manufacturing site: (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.